Event description:
Failure code 810:11. It was not specified if this failure occurred while infusing on a pt. No pt injury was associated with this report and no incident reports have been filed since the last baxter svc event.